Event description:
The complainant reported an under-delivery. The intended delivery amount was 540ml at a set rate of 45ml/hr to be delivered over 12 hours; however, the actual amount delivered was 360ml.

Manufacturer narrative:
(B)(4). The testing and investigation results indicated the complaint for under-delivery was not confirmed. The pump delivered at +5% accuracy, which is within specification.

Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.